Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: dr. Was treating an aneurysm on the ramus communicans anterior. After placing several hydrocoils, a hydrosoft 2-4 was chosen. It was not possible to advance the coil into the microcatheter. It got stuck after approximately 10 cm. When the dr. Tried to pull the coil back into the introducer, it prematurely detached inside the microcatheter. The hydrosoft and microcatheter were exchanged to new products and the examination continued with good result. The patient is doing well. No injury caused by this issue.

Manufacturer narrative:
Items returned for evaluation: -pusher -introducer items not returned for evaluation: -implant -shrink lock -dispenser hoop -microcatheter the visual analysis of the returned items found the pusher returned without the implant attached, but no signs of activation was observed on the pusher heater coil. Further inspection found the hypotube bent at the middle section, the pusher bodycoil offset/overlapping at the distal section, and the introducer distal tip damaged. The implant was not returned for evaluation. The investigation of the pusher found the monofilament broken, which indicates the device experienced a tensile break. The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. Further inspection found the pusher bodycoil to be offset/overlapping at the distal section, the hypotube bent at the middle section, and the introducer distal tip damaged. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: dr. Was treating an aneurysm on the ramus communicans anterior. After placing several hydrocoils, a hydrosoft 2-4 was chosen. It was not possible to advance the coil into the microcatheter. It got stuck after approximately 10 cm. When the dr. Tried to pull the coil back into the introducer, it prematurely detached inside the microcatheter. The hydrosoft and microcatheter were exchanged to new products and the examination continued with good result. The patient is doing well. No injury caused by this issue.